Manufacturer narrative:
(B) (4). The device has not been returned to the manufacturer.

Event description:
It was reported that when the doctor did the patency test, they found leakage out of the reservoir.